Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due elevated blood glucose (bg) levels. Bg value was not provided. Reportedly, the cause of the event was due to an unexpected shutdown and elevated bg levels. Additional information was not provided, and declined troubleshooting with tandem technical support.